Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic edge was torn following implantation of the lens. The rayone emv rao200e was explanted an exchanged during the original surgery session. No harm/injury is reported as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that the injector was removed from the blister tray to insert ovd and close the flaps. This is a deviation from the IFU and has likely resulted in the lens moving from its optimum loaded position and affected overall delivery of the lens. The iol is not available for return; however, the injection system is expected but not yet received. Our review of production records for the rayone emv rao200e batch 023208568 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
On 25th june 2024, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that there were small tears on the outer edge of the lens on injection into the eye.